Event description:
Same cases as MDR ID 2134265-2013-07941, 2134265-2013-08042. It was reported that an automatic pullback failure occurred. The atlantis sr pro was prepared with some difficulties. The physician then placed the imaging catheter on the sled and it was introduced into the guide catheter and placed at the right coronary artery. The physician then attempted automatic pullback but the motor drive stopped during pullback. The catheter was removed and replaced for another of same device to complete the procedure. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not available for evaluation, product inspection could not be performed. The batch is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).